Event description:
It was reported that during implant attempt, the lead needed to be repositioned to obtain acceptable electrical measurements. After the helix was retracted, it would not extend again. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.